Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 3115304.

Event description:
It was reported that the patient was admitted to the hospital due to a lump at the lead incision site. The patient underwent an explant procedure three days later in which all devices were explanted due to staphylococcus aureus infection at the lead incision site which was confirmed per pathology results. It was indicated that the infection may have been procedure related. The patient was placed on antibiotics and is recovering and doing well post operatively. The devices were disposed of by the facility and will not be returned for evaluation; therefore, a technical product analysis of the devices could not be completed.